Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a mach 1 guide catheter. Analysis of the tip and shaft included microscopic and visual inspection. Inspection revealed shaft damage (flattened) located 19.7cm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The complaint device was not returned with the guide wire used in the procedure, so a lab supplied wire was used to functionally test the device. The guide wire was inserted into the hub of the catheter and advanced through the shaft and out of the tip. The wire advanced easily and without issue. The reported wire difficulty was not confirmed.

Event description:
It was reported that the procedure was aborted. The 99% stenosed target lesion was located in the severely tortuous forearm. A 6f mach 1 catheter-guide was used in a vascular access intervention therapy (vaivt) of chronic renal failure. During procedure, it was noted that the guidewire was unable to pass through, and the device was unable to support the system. The procedure was cancelled/rescheduled due to this issue. There was no patient complications reported.

Event description:
It was reported that the procedure was aborted. The 99% stenosed target lesion was located in the severely tortuous forearm. A 6f mach 1 catheter-guide was used in a vascular access intervention therapy (vaivt) of chronic renal failure. During procedure, it was noted that the guidewire was unable to pass through, and the device was unable to support the system. The procedure was cancelled/rescheduled due to this issue. There was no patient complications reported.